Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. In the same month, the pt was hospitalized and started an unspecified treatment for the peritonitis event. The same month, the pt was discharged from the hospital. At the time of this report, the pt was recovered from the peritonitis event and pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Peritonitis, hospitalization and discharge occurred on an unspecified date in (B)(6) 2013. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The patient was treated with vancomycin (1g, intraperitoneally, frequency and duration nor reported) for peritonitis (previously reported as unspecified). The break in aseptic technique was further described as an unclean therapy environment. The patient was hospitalized on the same day as onset. Should additional relevant information become available, a supplemental report will be submitted.